Event description:
It was reported that the pump has an intermittent wireless connectivity error during device implementation. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed intermittent module connectivity errors. Functional testing confirmed the reported issue. The probable cause of the reported issue is an out of box failure device. Corrective action is in place.